Manufacturer narrative:
The target lesion for the procedure was the mid left anterior descending artery. The lesion was reported to be: de novo, with pre-existing clot, heavily calcified, tortuous, 30 mm in length, a 95% stenosis, and type b2. The lesion was predilated. The physician attempted to deploy a cypher select 3.0 x 33 mm stent, but was unable to access the lesion. The flow pre-procedure was timi 1 and post procedure timi 3. The stent was post-dilated. Plese note that device is distributed outside the united states, however, it is similar to the united states prod. The prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report rec'd from the affiliate indicated that during an interventional procedure, the cypher select 2.75 x 33 mm stent failed to cross the target lesion. When the prod was rec'd for inspection, the stent was noted to be missing. Add'l info rec'd indicated that after failing to cross the target lesion, the stent was noted to be offset from its original position on the stent delivery system (sds) balloon. After the safe removal of the sds from the pt, the distal part of the stent was noted to be partially dislodged. The stent was removed from the sds by lab personnel and was not returned with the sds for inspection. The physician then changed the guiding catheter to a 6fr. Xb 3.5 and the guidewire to a bmw. A driver stent was used to complete the procedure successfully. There was no reported pt injury. No add'l info was available.